Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was sick and vomiting for a couple of days due to a high blood glucose exceeding 600 mg/dl. The patient was admitted to the hospital on (B)(6) 2016. The customer was diagnosed with diabetic ketoacidosis. During the hospitalization, his insulin pump was alarming no delivery. The patient was treated for his high blood glucose and then released from the hospital. Troubleshooting was declined; the customer would troubleshoot when he got home. The insulin pump was not returned for analysis.